Event description:
It was reported that the biomedical engineer did not like how the segments of the lower liquid crystal display (lcd) looked or the pixel display illumination on the external pulse generator (epg). The control knobs were also sticky and hard to turn. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).